Event description:
The customer reported that the insulin pump alarmed an error during the manual prime process. Advised the customer to revert to back up plan. The customer also mentioned having a battery alarm. Troubleshooting was performed, and the customer was able to escape of the priming loop. Instructed the customer that if continues having problems to call back, and the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the battery was removed and re-inserted without battery alarm. All operating currents were within specs, and the off no power alarm functioned properly. However, the device was unable to prime during the prime test as a result of a loose drive support disk.